Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pericardial effusion was noted during the implant procedure due to a perforation. A sternotomy was performed to resolve the pericardial effusion. The patient was discharged in stable condition.